Event description:
During the endoscopic retrograde cholangiopancreatography procedure in the duodenum, the device came in contact with the elevator of the scope as it was being advanced through the scope. The device would not exit the scope. The physician attempted to removed the device, but it "was hitting the back side of the elevator" and became stuck. The elevator was all the way down. As the physician was manipulating the device to remove it, the tip was damaged. The physician reported that the issue appeared to an orientation issue as it was oriented to the "right at 2:00 position". The device and scope were removed and the physician tried to use the device in a second scope but encountered the same issue. The procedure was completed using another of the same device and the pt was reported to be fine.